Event description:
In (B)(6) 2008, a monarc device was implanted in a female pt to treat stress urinary incontinence. This pt states, she informed her surgeon she was having some problems and she though it may be from the implant. The pt believes the mesh was malpositioned, and should be removed. Pt now has extrusion of mesh through the vaginal wall and has had add'l procedures to revise the mesh. The pt states she has extensive pain, disfigurement, emotional distress, and loss of enjoyment and believes she will need add'l procedures in the future to treat this. No further info is available at this time.

Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis and reason prompting this event was not provided. No conclusion can be drawn at this time. Should add'l info become available regarding a revision surgery, it will be re-evaluated and a f/u report sent.